Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was received from medical affairs: the pt had a cypher des implanted in 2006, in the left circumflex. In the same month, the pt had a massive myocardial infarction and expired. Following this event, a family member contacted cordis stating that the pathologist could not find the stent in the autopsy. Add'l investigation of the event revealed that the stent might have been located; however, the family is awaiting the final autopsy report.